Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood disorder and swelling of feet. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginitis, fungal vulvovaginitis and cesarean section. Concomitant products included nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and venlafaxine hydrochloride (effexor) since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue."). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches,"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and dermatitis allergic ("allergic or hypersensitivity reaction type:allergic rash"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and dermatitis allergic outcome was unknown. The reporter considered anxiety, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Number of proximal coils showed: 3 on left cornua and 4 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2017: ultrasound pelvic transvaginal indication: frequent menstruation findings: the uterus measures 10.1 x 4.7 x 5.3 cm. The endometrial tube demonstrates minimal diffuse heterogeneity without focal abnormality. The right ovary measures 3.0 x 1.6 x 2.0 cm with multiple small follicles. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain and menorrhagia, abnormal bleeding(vaginal), allergic reaction were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood disorder and swelling of feet. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginitis, fungal vulvovaginitis and cesarean section. Concomitant products included nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and venlafaxine hydrochloride (effexor) since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue."). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches,"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), depression ("depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and dermatitis allergic ("allergic or hypersensitivity reaction type:allergic rash"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menstrual disorder, hypersensitivity, anxiety, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and dermatitis allergic outcome was unknown. The reporter considered anxiety, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Number of proximal coils showed: 3 on left cornua and 4 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2017: ultrasound pelvic transvaginal. Indication: frequent menstruation findings: the uterus measures 10.1 x 4.7 x 5.3 cm. The endometrial tube demonstrates minimal diffuse heterogeneity without focal abnormality. The right ovary measures 3.0 x 1.6 x2.0 cm with multiple small follicles. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: new pfs + mr received - new events added : abnormal bleeding (vaginal, menorrhagia), allergic rash, psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches¸ nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue were added. New reporters and concomitant drugs and condition were added. Outcome of event pain from unknown to recovering/resolving was updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.